Event description:
Customer's wife reported blood glucose result of 71 mg/dl on the advantage system and lab result of 39 mg/dl on a sample drawn within 10 minutes. Customer was given insulin based upon the 71 mg/dl meter result, 10 minutes later had symptoms of hypoglycemia requiring treatment by layperson. A request was made for the return of the system, replacement was sent.